Event description:
New information reported on (B)(6) 2016 stated that the patient had been scheduled to report to the clinic on (B)(6) 2016 to have the eri alert cleared as suggested by technical services. A device replacement has not been scheduled.

Event description:
New information reported on 08/02/16 stated that the patient presented to the scheduled follow-up and the eri alert was cleared and normal battery longevity was noted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited inappropriate longevity measurements. No patient symptoms or additional information was available at this time.